Event description:
It was reported that the user changed a dexcom g7 sensor and inadvertently left the prior sensor session running after removal, then issued a meal announcement and did not eat promptly while attempting to connect the new sensor, after which the user experienced low glucose. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose to 60 mg/dl for about 30 minutes without medical intervention, backup therapy, or ketone testing. Investigation included agent-assisted troubleshooting and education focused on sensor session management and meal announcement timing. Investigation of this case revealed user-related operational error associated with concurrent sensor session management and meal announcement without timely carbohydrate intake, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.